Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2017-00023, since there is more than one device implicated. Evaluation summary: a patient's wife reported on behalf of her husband that his humapen savvio device was defective. She stated that when he went to "apply insulin, it "slides", it goes down directly and does not release insulin." She also stated that when her husband started to feel bad, he was "hospitalized due to lack of medication dosage that deregulated his insulin." The patient experienced abnormal blood insulin. The device was not returned to the manufacturer for investigation (batch 1407v06, manufactured july 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Troubleshooting of the device was provided by a trained professional to the reporter by guiding her to attach a new needle and test the device with 60 units and with 2 units. After troubleshooting, the device functioned normally. There is evidence of improper use. The patient reused needles, which may be relevant to the event of abnormal blood insulin.

Event description:
(B)(4). This spontaneous case, reported by a consumer via a business partner, who contacted the company to report adverse events, concerns a male patient of unknown age and ethnicity. Medical history: not provided. Concomitant medication: insulin glulisine for unknown indication. The patient received unspecified insulin human (humulin) 60iu each morning, 20iu at lunch time and 30iu each evening, unknown route and indication, beginning on unknown date. On unspecified date between (B)(6) 2017 via humapen savvio graphite (lot c400469a) and another unspecified humapen savvio (lot was not provided), unspecified time after beginning treatment with insulin human, the pen started to slip during the injection. At the time of pulling the dosage it went well, but during the injection the injection button slid down and did not deliver the liquid into the organism of the patient (lot number 1407v06; product complaint number (B)(4) and lot number unknown; product complaint number (B)(4)). It was stated the pen was tested several times and it was indeed with a problem. Due to device problem, the patient started to feel bad and he was hospitalized due to lack of medication dosage that deregulated his insulin (values, normal range and units were not provided). He was admitted on a day and discharged on the next. As of (B)(6) 2017, insulin of the patient was not yet regulated. Information about corrective treatment and outcome of the remaining events was not provided. Treatment status with insulin human was unknown. The needles were reused. The operator of the devices was unknown. It was unknown if the operator was trained. The humapen savvio model was used for unspecified time, the humapen savvio graphite was used for approximately three months, and the unspecified humapen savvio was used for an unspecified time. The devices were not returned. The reporting consumer did not provide a relatedness assessment between the events and insulin human. This case is cross-referenced with the following cases, (B)(4). Update 01feb2017. Additional information received on 31jan2017 was processed within initial case entry. Update 03feb2017: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 06feb2017: additional information was received on 03feb2017 from the initial reporting consumer. No new information was added. Edit 06feb2017: product complaint number was added to the narrative. Update 27feb2017. Additional information received 27feb2017 from the product complaint safety database. To the suspect device humapen savvio unknown color added the entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Edit 28feb2017. Case opened to enter follow up date. Update 06mar2017: additional information received on 06mar2017 from the global product complaint database added the device specific safety summary for the humapen savvio associated with product complaint number (B)(4); updated the lot number from c400469a to 1407v06; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed this report is associated with 1819470-2017-00023, since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer via a business partner, who contacted the company to report adverse events, concerns a male patient of unknown age and ethnicity. Medical history: not provided. Concomitant medication: insulin glulisine for unknown indication. The patient received unspecified insulin human (humulin) 60iu each morning, 20iu at lunch time and 30iu each evening, unknown route and indication, beginning on unknown date. On unspecified date (B)(6) 2017 via humapen savvio graphite (lot c400469a) and another unspecified humapen savvio (lot was not provided), unspecified time after beginning treatment with insulin human, the pen started to slip during the injection. At the time of pulling the dosage it went well, but during the injection the injection button slid down and did not deliver the liquid into the organism of the patient (lot number c400469a; (B)(4) and lot number unknown; (B)(4)). It was stated the pen was tested several times and it was indeed with a problem. Due to device problem, the patient started to feel bad and he was hospitalized due to lack of medication dosage that deregulated his insulin (values, normal range and units were not provided). He was admitted on a day and discharged on the next. As of (B)(6) 2017, insulin of the patient was not yet regulated. Information about corrective treatment and outcome of the remaining events was not provided. Treatment status with insulin human was unknown. The needles were reused. The operator of the devices was unknown. It was unknown if the operator was trained. The humapen savvio model was used for unspecified time, the humapen savvio graphite was used for approximately three months, and the unspecified humapen savvio was used for an unspecified time. Return of devices were not expected. The reporting consumer did not provide a relatedness assessment between the events and insulin human. This case is cross-referenced with the following cases, (B)(4). Update 01feb2017. Additional information received on 31jan2017 was processed within initial case entry. Update 03feb2017: upon review, this case was opened to update the medwatch and (B)(6) required device reporting elements for regulatory reporting. Update 06feb2017: additional information was received on 03feb2017 from the initial reporting consumer. No new information was added. Edit 06feb2017: product complaint number was added to the narrative.